Manufacturer narrative:
An evaluation was not performed since the device was discarded, and the product code and lot number are unknown.

Event description:
This report of a homechoice patient who contacted baxter regarding a patient line that became disconnected during drain 1. The home patient (hp) stated that there were no alarms and the bed was wet. The nurse stated the patient performed automated peritoneal dialysis and the catheter adapter type was unknown. The nurse stated all connections were made by hand and there were no connection difficulties noticed prior to this event the nurse was unaware of anything that may have cause the separation. The nurse then stated that the patient received antibiotics and after testing the patient showed elevated cell counts.